Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00551.

Event description:
The patient was undergoing a coil embolization in the right internal iliac artery (iia) using pod packing coils (pod pcs), non-penumbra coils, a lantern delivery microcatheter (lantern), and non-penumbra microcatheter. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician placed a non-penumbra coil in the target vessel using the non-penumbra microcatheter, followed by three pod pcs using the lantern. While advancing the next pod pc through the lantern, the physician encountered resistance, and the pod pc became stuck; therefore, pod pc and lantern were removed. Upon removal, the pod pc was observed to be damaged. The procedure was completed using a non-penumbra coil and the same aforementioned non-penumbra microcatheter. There was no report of an adverse effect to the patient.